Manufacturer narrative:
H3, h6: no product was returned. The reported complaint was confirmed in the two videos provided. If the product is returned this complaint will be reopened for further investigation. No complaints were documented for this lot number. A lot history review found no complaints documented for this lot number.

Event description:
It was reported that the device contained three particles or fibers in the solution. The particles were found during visual inspection after the cassettes are filled. There was no patient involvement.